Event description:
A customer reported that ophthalmic irrigation and aspiration was clogged. Patient and procedure were not reported. No patient harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available that has not yet been received at manufacturing for evaluation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened polymer I/a coaxial was received for the report of occlusion. The returned sample was visually inspected and found conforming. An occlusion/leakage test was performed on the handpiece and was found conforming. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be visually and functionally conforming; therefore the root cause for the customer complaint issue cannot be determined. The sample was found to meet specification all handpieces are 100% visually inspected prior to being released from the manufacturing facility. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is:(B)(4).